Event description:
It was reported that the patient lost stimulation. The scs ipg was unable to communicate with the patient programmer or the charger. The device was explanted and replaced by a new device. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.